Manufacturer narrative:
The reported oversensing of noise and inappropriate shock were confirmed. The high voltage durata sts optim lead was returned to sylmar for analysis. The cause of oversensing noise and inappropriate shock was isolated to the ring electrode cable coating being abraded under the right ventricular shock coil. Functional testing of the device indicated normal behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15463. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular (rv) lead sensed noise, treated it as ventricular tachycardia leading to inappropriate shocks from their implantable cardioverter defibrillator (ICD). The patient's rv lead and ICD were explanted and replaced on (B)(6) 2021. The patient was in stable condition.